Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,500 ohms for the past year. The remote monitoring system had a note indicating this lead was broken. No adverse patient effects were reported. The lead remains implanted. Additional information was received that the associated cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a non-boston scientific single chamber pacemaker, indicating the lv lead was abandoned and no longer in use.